Event description:
The customer reported that his blood glucose was over 500 mg/dl, which he treated with a bolus. The customer stated he felt paralysis setting in but did not contact his healthcare provider and said he had a back-up plan. The customer had a history of occlusions. Troubleshooting was performed. No anomalies were found with the insulin pump and insulin exited the tubing during a manual prime. It was found that the cannula was bent when the customer removed the infusion set from his body. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).